Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low glucose event that they treated with oral carbohydrate (orange juice) while using the ilet bionic pancreas, and they expressed concern that concurrent steroid therapy and insulin dosing could be contributing, with the cause of the hypoglycemia unclear. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included complaint intake, preliminary clinical review, and user troubleshooting and education by the clinical management team. Investigation of this case revealed no device malfunction reported or confirmed and no device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.